Event description:
In (B)(6) 2009, the patient was implanted with a miniarc sling system it was reported by the patient that she had "numerous issues" with the miniarc the past few months. No further information was provided.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.